Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of the customer that the customer had not received the replacement adc meter that was supposed to be delivered on (B)(6) 2018 and was therefore unable to measure the blood glucose. Customer had initially reported that he was unable to test due to the adc blood glucose meter turning on with button press but not with test strip insertion. On (B)(6) 2018, customer self presented to the hospital to check his blood glucose, had an unspecified "high" reading and received unspecified treatment at the hospital. No further information was provided as the customer refused to troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for freestyle freedom lite meter was reviewed and the DHR showed the meter passed all tests prior to release. A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caller reported on behalf of the customer that the customer had not received the replacement adc meter that was supposed to be delivered on (B)(6)2018 and was therefore unable to measure the blood glucose. Customer had initially reported that he was unable to test due to the adc blood glucose meter turning on with button press but not with test strip insertion. On (B)(6)2018, customer self presented to the hospital to check his blood glucose, had an unspecified "high" reading and received unspecified treatment at the hospital. No further information was provided as the customer refused to troubleshoot. There was no report of death or permanent impairment associated with this event.